Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had an ECG issue. The rn called for assistance troubleshooting the ECG issue on a cardiosave and reported that the ECG just wouldn¿t show up on the iabp screen and that the screen said ECG no cable, ECG external. The rn was instructed to trace the ECG cable which lead to verifying they were plugged in appropriately ,as well as verifying they were not actually interfacing from a bedside monitor. The rn was advise to switch out the console which he was able to do successfully, and the issue was resolved. There was no patient harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional information was requested from the customer with regard to the repair and status of the iabp. The customer reported that in order to fix the issue, the solenoid driver board was replaced, and that all functional and safety checks to meet factory specifications were performed, and all passed. The iabp was then cleared for clinical service. H3 other text : the issue was addressed on call.

Event description:
N/a.